Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-05858. It was reported the patient's stimulation was providing only partial coverage of the patient's established pain pattern. The physician explanted the leads and placed a different type of lead. The patient reportedly received effective stimulation.